Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned blower motor. Returned component evaluated.

Event description:
A ventilator's blower motor was returned to the manufacturer's quality assurance laboratory for further evaluation. During the evaluation of the returned blower motor, the manufacturer found the root cause of the blower motor failing was due to hall sensors being out of tolerance.